Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume infusor broke. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 4, 2023 ¿ april 5, 2023. H11: the device was received for evaluation containing fluid inside the bladder. A visual inspection was performed, and a broken syringe tip stuck inside the device¿s fill port was observed. The broken syringe tip was not a baxter product. Functional testing was performed after removing the broken non-baxter syringe tip, and an in-lab syringe that was connected and removed with no breakage identified. The device¿s fill port was measured, and the device was found to be within the product specifications. The infusor device was found to be conforming product. The reported condition was verified as a broken non-baxter syringe tip; however, there was no issues noted with the baxter device. The cause of the non-baxter broken tip could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.